Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, the display froze. The patient was manually ventilated to complete the case and there was no patient injury reported.

Manufacturer narrative:
The dispatched fse replaced the pcb that controls display and user interface. The device passed all tests provided afterwards and could be returned to use. The suspected board was tested in the manufacturer's lab. It could be revealed that a fpga that is used to drive the start-up procedure for the display processor wasn't working correctly and thus, the respective processor didn't boot up. An in-depth of the problem was not performed since the issue has a very remote occurrence and replacement of the complete functional unit has fully solved the problem. Dräger finally concludes that the workstation responded to the malfunction of a single electronic component as defined in the safety concept: the device shut down automatic ventilation and gas delivery to protect the patient from unwanted output and, the user was alerted to this condition by corresponding alarms. Manual ventilation with the integrated breathing bag can be done with the device even in switch-off state. The user reportedly finished the case by means of manual ventilation; no patient consequences have occurred.

Event description:
Please refer to initial MFR. Report # 9611500-2016-00264.